Event description:
As reported by edwards affiliates in norway, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve via transfemoral approach, resistance was encountered while advancing the delivery system through the esheath+. Upon inspection, the valve was observed to have bent struts. The decision was made to retract the delivery system with the valve back into the esheath+, and all devices were removed from the patient as a single unit. The esheath+ was found to be damaged, with the valve exposed through the liner and a liner strand visible. The patient sustained no injury, a new kit was utilized, and the procedure was successfully completed. The patient was stable following the procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to d9 and h3. Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned, and a visual examination found no abnormalities observed on expanded valve. Imagery was provided that showed a bent valve frame strut outward at the inflow side observed intra procedural and one valve frame strut bent outwards at the inflow side post procedure. The valve fully expanded without abnormalities . Due to the nature of the complaint, no applicable dimensional or functional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported event of frame damage was confirmed based on the provided imagery. Available information suggests patient factors (tortuosity) and/or procedural factors (device manipulation) likely contributed to the event as it was reported that the patient presented moderate access vessel tortuosity, and resistance was encountered while advancing the commander delivery system with crimped thv through the esheath. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Also, additional device manipulation (e.g high push force) applied to overcome the resistance, this can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.